Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated in which the device could not be found. Technical services (ts) discussed the health care professional (hcp) was not using the correct wand with the programmer. The field representative was going to be paged to check this s-ICD. The s-ICD remains in service. No adverse patient effects were reported.